Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was requested.

Event description:
It was reported that the patient was hospitalized with hyperglycemia. E4 (occlusion errors) were found in the history of the infusion device that the patient did not address. The patient was treated with injections of insulin at the hospital. The hospital checked the infusion device and found no problems with the device. The patient also experienced high pulse, high ketones, and swelling at the infusion site. The hospital staff attribute the occlusions to the patient not changing the infusion site frequently enough. No product was reported to have been requested to be returned for product evaluation.